Event description:
The technician indicated that the head section will not function, will sometimes drift and has no CPR function.

Manufacturer narrative:
The technician found the valves in the manifold were not in good condition and replaced the hydraulic manifold to repair the bed.